Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized with blood glucose reading greater than 400 mg/dl. At the hospital they placed him on an intravenous drip. He was released from the hospital on (B)(6) 2018.

Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. Correction: lot number changed from unavailable to l43876. Sequence number changed from unavailable to (B)(4). Expiration date changed from unavailable to 11/13/2019. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed from unavailable to (B)(4). PMA/510(k) # changed from k122953 to k162296. Device mfg date changed from unavailable to 05/13/2018.